Manufacturer narrative:
The technician found the left head side rail spring that latches the side rail lock is broken, most likely caused by normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the left head side rail latch spring to resolve the issue. Based on this info, no further action is required

Event description:
The technician reported the left head side rail will not latch in the up position. The bed was located in the med surge dept at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).